Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/05/2021 it was reported by a sales representative via sems that an ar-9625 driver broke. During a reverse total shoulder arthroplasty the surgeon was inserting the set screw for the glenosphere into an augmented baseplate by hand. While turning the driver, the tip of the driver broke off in the head of the screw. After inspection of the broken tip, the surgeon determined that he could not remove it, and we proceeded with the procedure and it was completed successfully.